Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency department with chest pain. Device interrogation revealed that the right atrial (ra) lead exhibited decreased sensing and high capture threshold. On (B)(6) 2026, a computed tomography (CT) scan and x-ray were performed, revealing that the ra lead had perforated the heart. The patient developed a pericardial effusion and the physician performed a pericardiocentesis. The physician explanted and replaced the ra lead. The patient condition was stable.